Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7015204. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
It was reported that the patient was experiencing ineffective therapy. The patient underwent an explant procedure wherein the ipg and leads were removed. The patient was doing well postoperatively. Ipg and leads were not returned.